Event description:
It was reported that an asymptomatic patient presented via a remote transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were discussed but not made at this time.

Event description:
New information indicates that the patient presented to the clinic on (B)(6) 2025, and device reprogramming was performed. The patient was asymptomatic.